Event description:
Caller reported symptoms of hypoglycemia after a compact plus blood glucose result of 261 mg/dl. Retested result 5 mins later, was 64 mg/dl, self-treated with orange juice. Retested result after an additional 5 mins, was 111 mg/dl, retested result after an additional 5 mins, was 93 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.